Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was unexpected high uf for therapy compared to other therapies. If additional relevant information is received, a follow-up will be sent.

Event description:
It was reported that during evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 00:47:56. During night drain cycle five, the patient's ultrafiltration reading was 8361ml, indicating the home patient (hp) drained 8361ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.